Manufacturer narrative:
(B)(4). The returned valve was patent and passed siphon testing. However, it did not meet the requirements for leak testing and was out of specifications for pressure-flow and preimplantation testing. The valve had a tear in the sheeting below the reservoir and in the side of the delta chamber. These leaks precluded reflux testing and likely affected pressure-flow and preimplantation testing. It is unknown how or when these damages occurred. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. All performance levels could be set with a single attempt, and a level change could not be induced by laboratory personnel without using a magnet. A review of the manufacturing records was not possible as no lot number was provided. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the patient's valve was explanted on (B)(6) 2010 because it spontaneously readjusted the performance level setting.